Event description:
Additional information was received from the patient. They reported that the patient called back with the assistance of friend. Caller increased amplitude until patient felt stimulation sensation. Patient stated that they have pain at the implant site. Asked if patient ever followed up with managing physician as recommended on previous call to discuss burning sensation. Patient stated they spoke to the doctor and they said the patient didn't have amplitude set high enough so patient increased it but patient did not talk to the doctor about the burning symptoms at incision. Reviewed risks of pain and burning and importance of discussing these symptoms with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a burning at the incision site that had developed gradually about a month ago. The patient reported that they had no falls or traumas, or redness or warmth at the implant site. It was reviewed with the patient how to turn the therapy off and it was recommended that the patient schedule a follow up with their managing health care professional (hcp) to address their symptoms. No further complications were reported at this time.